Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 63-year-old male admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. The patient had known coronary artery disease and prior coronary artery bypass graft surgery, diabetes, and renal insufficiency. The patient was also known to be suffering from limb ischemia signs bilaterally with the legs discolored/purple. The know peripheral arterial disease was known but the femoral artery was still accessed for the cp pump. The pulses were lost bilaterally. They were not dopplerable in either leg. The decision was made not to intervene, but rather observe and monitor. While on support the device functioned as expected, p-8 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution. After 13 hours of support the decision was made to withdraw care and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported cardiomyopathy and underlying cardiac history/disease.